Event description:
Reporter indicated he did not see the patient at the time of the suicidal gesture, and recommended the manufacturer follow up with the treating physician. Follow up with the treating physician revealed the suicidal gesture was unrelated to vns, and the physician was aware of the patient's suicidal gesture at the time. The physician stated vns has been very helpful for the patient.

Event description:
Reporter indicated via a suicide assessment form received to the manufacturer that a vns patient made a suicidal gesture on (B)(6) 2011. The event was described as minimal and only involving thoughts, no actions. Attempts for further information have been unsuccessful to date.